Manufacturer narrative:
The reported complaint of "the icy catheter (lot # 89384) leak" was confirmed during the functional testing of the returned catheter. Bonding leak was observed at the proximal end of the distal balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons and on the proximal luer tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 89384.

Event description:
During ivtm treatment, after 5 hours in rewarming phase, the thermogard xp ivtm system generated "air trap" alarm and the user noticed empty saline bag. No leak was observed from the start-up kit (suk). There were no saline traces on the floor or on the patient's bed. After the user replaced the saline bag, the ivtm system generated "air trap" alarm and the saline bag got emptied again. Suspecting icy catheter (lot # 89384) leak. The dwell time of the catheter was 28 hours. The temperature at the time of issue was 34.5°c. The ivtm treatment was discontinued and the physician placed a new central venous access system before removing the icy catheter. Per user, the ivtm system is functional and it was a medical decision to continue fever prevention without using thermogard xp ivtm system. No patient consequence was reported.